Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that a user's tablet programmer repeatedly displayed an error message of, "error establishing communication." Switching wands did not solve the problem. The user replaced the tablet's usb cable with an alternate usb cable and normal operation was observed. The suspect usb cable has been returned to the manufacturer and is currently undergoing analysis.

Event description:
Product analysis of the returned suspect usb serial cable identified an internal disconnected wire connection. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.